Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain chronic low back pain. It was reported that the patient had been recharging too frequently at every 2 days which started probably 2 weeks ago ((B)(6) 2017). The patient had recently been programmed but there had not been a previous overdischarge. There were no related falls or traumas and no related electromagnetic interference (emi) or recent medical procedures. The patient had 3 groups and the patient had switched and tried going to the group that the ins battery would last the patient 2 weeks. However, it did not. The patient had noticed that something ¿seemed to be moving more freely¿ and moving around inside the patient¿s body. This started early (B)(6). Now the ins was going completely uncharged. The patient had read that there could be a problem. The patient was wondering if the ins worked at all. Checking the patient programmer during the call, the patient saw that stimulation was on and both batteries for the ins and for the patient programmer were fully charged. The ins charged their ins to 100% full every time they charge. The patient stated that they saw the charge sufficient screen but it could not be confirmed if the patient was seeing the ins or implantable neurostimulator recharger (insr) icon behind the battery that they were seeing because the patient got so excited that it was charged. No further complications were reported.